Event description:
A talent stent graft system was implanted in a patient for the emergent endovascular treatment of a thoracic aortic aneurysm. Vessel and aneurysm morphology from the time of implant were not reported. During the index procedure the left subclavian artery was intentionally covered. It was reported that the patient presented emergently complaining of chest pain. A CT and angiogram discovered a proximal type I endoleak. The cause of the endoleak is unknown. The patient underwent a carotid/carotid bypass. A valiant 46x46x112 was implanted distal to innominate artery resolving the proximal type I endoleak. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), (cause unknown). Evaluation, conclusion: (cause unknown).